Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the 90% stenosed, heavily tortuous and heavily calcified lesion during advancement causing the reported failure to advance and subsequent material deformation. Continued resistance with the difficult anatomy was experienced during removal causing the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, heavily tortuous, and heavily calcified lesion in the proximal to mid right coronary artery. A 3.00x48mm xience skypoint stent delivery system (sds) failed to cross due to resistance with the anatomy. The sds was removed; however, resistance with the anatomy was felt. Once outside the patient anatomy it was noted that the tip was flared. The procedure was successfully completed with another unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.